Event description:
Facility alleges blood leak during dialysis. Rn reports blood visible in dialysate; machine alarmed. Leak verified. Hy test strip. Estimated bloodoss 200cc. No further problems reported.